Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on may 10, 2019. (B)(4).

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit with device use and subsequently the patient underwent a revision surgery ro remove the abutment on (B)(6) 2019, under general anaesthetic. The implanted device remains in situ.